Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The patient reported becoming aware of blood clots, clotting, and/or occlusion approximately fourteen years and nine months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was high risk for deep vein thrombosis and pulmonary embolus due to paraplegia from a thoracic spine injury. The patient was also scheduled to undergo thoracic spine stabilization in a few days. The filter was placed via the right common femoral vein and deployed with the tip just below the level of the renal veins. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, occlusion. Per the implant records, the patient was reported to have a preoperative diagnosis of paralysis secondary to thoracic spine injury. The filter was indicated pre thoracic spine stabilization surgery due to being at high risk for deep venous thrombosis (dvt) and possible pulmonary emboli (pe). The patient was prepped and draped in a sterile manner. A right groin puncture was made into the common femoral vein using a micro puncture set. Under fluoroscopic guidance an inferior vena cavagram was performed; the inferior vena cava (ivc) measured 23mm in diameter at the level just below the renal veins. The renal veins entered the vena at approximately the l1-2 position. The filter was then introduced up to just below the level of the renal vein and the device was deployed without difficulty. The completion vena cavagram showed good placement. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and nine months after the filter implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc and further experienced anxiety related to the filter.